Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and a mesh was implanted and on (B)(6) 2010 a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was also reported that post implantation, the patient experienced pain, infection, recurrence, dyspareunia, urinary/neuromuscular problems. It was reported that patient underwent revision on (B)(6) 2012 due to graft erosion and sui.